Manufacturer narrative:
Physio-control advised the customer to remove the device from service and obtain a replacement, as the device is not field serviceable and no longer under warranty. The customer later confirmed that the device was permanently removed from service. The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.